Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (restricted posterior leaflet). The reported worsening mr appears to be related to procedural conditions and due to the slda clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: before the mitraclip procedure, the patient presented with a very restricted posterior 2 (p2) mitral valve leaflet.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet. Mitral regurgitation increased. It was reported that on (B)(6) 2018, one mitraclip was implanted, without a device issue, in a patient with degenerative mitral regurgitation, reducing the mr from grade 4+ to 1+. On (B)(6) 2018, the mitraclip was observed to have detached from the posterior leaflet while remaining attached to the anterior leaflet, a single leaflet device attachment (slda), and the mr had increased to grade 3-4. There was no reported treatment, no associated clinical symptoms, and no hospitalization. There was no additional information provided regarding this issue.